Manufacturer narrative:
D4 - device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis; however, the reported event of damage to the power cables unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, two log files (20231022_074141 and 20231031_102043) were submitted for review. A review of the log files showed overlapping events spanning approximately 21 days (10oct2023 ¿ 31oct2023 per timestamp). Intermittent atypical power cable disconnect alarms were active from 12oct2023 at 10:15:40 to 30oct2023 at 11:48:23. These alarms were not associated with a power source exchange and activated due to power cable faults on both power cables. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the heartmate ii system controller, if the cause of the alarms was identified, and if any product would be returned for analysis. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the heartmate ii system controller due to no serial number being provided. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, power cable disconnect alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged, and no more alarms occurred.

Manufacturer narrative:
Section d3 - manufacturer information: updated section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary UDI: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an exposed section on the power cable with external wires showing. The patient was asymptomatic. It was noted that some low voltage hazard events and some odd return of spontaneous circulation (rsoc) voltages while using battery power were captured in the event log. These occurred on the white power lead of the system controller. There were no alarms and all other pump parameters were within normal limits. The mechanical circulatory system (mcs) equipment operated as intended.